Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the force sensor flex trace was found to be damaged at the pin connection. Review of the black box data showed a history of a loss of prime alarm. An insulin cartridge was loaded primed and the pump was exercised for 24 hours without emitting a loss of prime alarm. The force sensor calibration was found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a damaged force sensor flex trace. This report is made based on results of investigation completed on (B)(6) 2013.